Manufacturer narrative:
There was no button error alarm noted. However, the customer had an intermittent button response due to moisture damage on the keypad traces. The pump was received with a minor scratched display a cracked window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 215 mg/dl. Customer was trying to give a bolus but the buttons did not work properly. Customer received a button error and was not able to clear the alarm. The insulin pump was replaced.